Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient returned to the hospital and open heart surgery was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted before the procedure was discontinued. The final mr remained unchanged at grade 4+. There were no clinically significant delays reported. On (B)(6) 2025: the patient returned for a follow-up procedure where mr was observed to continue to be at grade 4+. On (B)(6) 2025, the patient returned for open heart surgery to treat the high mr through a mitral valve replacement procedure. The procedure was successful and the mr was reduced.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.